Event description:
This report is being filed upon notification from our manufacturer in (B)(4), to submit this event that happened in (B)(6). Problem: during a magnet quench the magnet's helium exhaust pipe broke off. The pipe broke in the separated technical room. No persons were injured or present at the time.

Manufacturer narrative:
(Conclusions) - the check on the magnet quench system, as dictated by field change order, (B)(4), had been performed on this site. However, the planned rework on the magnet venting system was planned but not yet executed at his site. This activity was rescheduled with a high priority and it has been completed. Now, the magnet venting system is according specifications.